Manufacturer narrative:
A maquet field service tech investigated the unit and replaced a defective compressor as well as a defective pressure sensor. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that the device would not make ice and oil leakage from the compressor was observed. (B)(4).